Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-mar-17, information was received from a patient receiving compounded baclofen, bupivacaine, and dilaudid via an implantable pump for non-malignant pain. It was reported the patient's pump was replaced because of malfunctions of the pump. No other information provided.